Manufacturer narrative:
Additional information: b5 - description updated. D9 - product returned.

Event description:
Update: associated medwatch reports: (B)(6)/ 9610612-2025-00033 (aesculap ag reference no. (B)(4)). (B)(6)/ 9610612-2025-00039 (aesculap ag reference no. (B)(4)).

Event description:
Update: involved component: (B)(6)/ enduro locking nut f/rotation axis (aesculap ag reference no. (B)(4); 9610612-2025-00039). Associated medwatch reports: (B)(6) 9610612-2025-00033 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: the rotation axis has fractured, above the taper, directly below the screw thread. The taper of the rotation axis shows visible material wear marks on the surface. The rotation axis locking nut (B)(6) is still fixed on the thread (broken part of the axis. The breakage surface of the proximal part of the axis as well as the breakage surface of the larger distal fragment exhibit signs of so-called arrest lines which are typical for a dynamic fatigue fracture. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. Unfortunately, the hinge ring is not available for investigation. Therefore, it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows only little visible wear marks. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The provided picture gives also no clear hints regarding the root cause of the breakage. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with nr880m - enduro meniscal component f2 10mm. According to the complaint description, postoperatively after about 3 years there was suspected axis fracture. Revision was planned for (B)(6) 2025 with component replacement. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.